Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, the first supplemental was reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, second supplemental was reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced pain, urinary retention erosion, nocturia, urinary urgency, infection, urinary problems, bowel problems, recurrence, bleeding, vaginal scarring, emotional distress, product problem, incomplete bladder emptying, urinary tract infection, atrophic vaginitis, chronic cystitis, extrusion and other unspecified injuries. The plaintiff also underwent revision surgery on (B)(6) 2009. Furthermore, it was reported that the plaintiff died. The cause of death was reported as severe malnutrition, chronic anorexia and suspected underlying malignancy unclear of type or location.